Event description:
It was reported to boston scientific corporation in early 2009 that a radial jaw 3 large capacity single-use biopsy forcep was used during a colonoscopy procedure. According to the complainant, during the procedure, the forceps would not retract out of the scope and got stuck. The scope had to be removed with the forceps inside it. The procedure was completed with another scope and new radial jaw 3 large capacity single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.